Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event characterized by feeling disoriented, shaky, and sweaty, with the cause of hypoglycemia unclear and no specific device problem or component identified. Symptoms included hypoglycemia with confusion/disorientation, diaphoresis, and shaking/tremors. Outcomes included insufficient information regarding health impact. Investigation included communication and interviews, along with analysis of information provided by the user or third party. Investigation of this case revealed no findings available and no medical device problem or component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.